Event description:
It was reported post of from a pph procedure, the pt was readmitted multiple times for drainage of abscess, possible fissure, eua and lateral sphincterotomy. Pt has normal ano-rectum; the fissure is healing fissure and a normal intact staple line.

Manufacturer narrative:
Information not available, device not returned for analysis.